Event description:
It was reported that the battery charge of the pump dropped by 45% in a short period. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.